Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in moderately tortuous and severely calcified left anterior descending artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during third inflation at 18 atmospheres for 30 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient's status was good.